Manufacturer narrative:
Novocure medical opinion is that the contribution of the array placement to the skin ulcer cannot be ruled out. Medical device site ulcer is an expected event with optune gio device use (ef-11 1% and <1% ef-14 optune arm). Contributing factors for skin ulcer in this patient include prior radiation, chemotherapy, and prior surgery affecting skin integrity. The contact dermatitis was related to optune gio use, although not serious.

Event description:
A 71-year-old male with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2025. During review of a medical record received by novocure on (B)(6) 2025, it was noted during a radiation oncology appointment on (B)(6) 2025, the patient had developed contact dermatitis attributed to the use of optune gio therapy. The healthcare provider (hcp) advised that the patient temporarily discontinue therapy more frequently to help reduce skin irritation. Subsequently, on (B)(6) 2025, it was reported that the patient had developed a skin ulcer located over the surgical resection scar (last surgical resection (B)(6) 2024), which was suspected to be optune gio therapy related. On (B)(6) 2025, the patient had provided images showing the progression of the ulcer, indicating a worsening of the condition over time. The hcp advised the use of hydrocolloid dressings beneath the transducer arrays and referred the patient to a wound care clinic for additional support in managing the wound and preventing further tissue breakdown or infection. On (B)(6) 2025, the hcp reported the patient had a chronically slow-healing area within the surgical scar that had slightly worsened after the initiation of optune gio therapy but was reportedly beginning to improve. The patient was instructed to continue using hydrocolloid dressings and to avoid any contact between the affected area and the transducer arrays until adequate healing had occurred. The patient remained on optune gio therapy.